Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2006. It was reported the patient was able to charge her ipg, but the charger would time out. A new charger was sent to the patient. Attempts to contact the patient have been unsuccessful. The old charger was returned, and exhibited normal characteristics. The next course of action is to be determined pending response from the patient.